Manufacturer narrative:
The echelon catheter has not been returned for evaluation; product analysis cannot be performed. The device was not returned, therefore the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the distal microcatheter tip was separated and stuck in the tip protector. It was reported that during coiling embolization, when the package was opened found the tip of the catheter stuck in the protective pouch. The device was not used in the patient. Yes. The problem was detected when opening the product. Another echelon microcatheter was used. No patient injury was reported.

Manufacturer narrative:
D10. Device available, return date: additional information. G4. Date manufacturer received: additional information. G7. Type of report: additional information. H2. Follow-up type: additional information. H3. Device evaluation, device returned: additional information h6. Evaluation codes: additional information, device evaluation h10. Additional manufacturer narrative: additional information, device evaluation the device was returned. Analysis found approximately 3.3cm of the echelon-14 distal catheter segment was missing and not returned. Upon visual inspection, no damages or irregularities were found with the echelon-14 hub. No bends or kinks were found with the echelon-14 catheter body. The tubing material of the catheter separated end exhibited stretching, jagged edges with the elliptical wire exposed and the inner lining extending for ~1.1cm from separated end. Based on the device analysis and reported information, the customer¿s report of ¿catheter separation/break¿ was confirmed. The broken end of the catheter exhibited with plastic deformation (stretching and jagged edges) which indicate that the catheter separated when exceeding the tensile strength of the tubing material. In this event, user error likely contributed to the event as it was reported the echelon-14 micro catheter tip was stuck within the tip protector when removed and then separated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.